Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular was repositioned several times during an initial implant procedure due to unsatisfactory testing results. On final testing, high lead impedance and high capture threshold was noted lead was not used and a new lead was implanted successfully. The patient was stable before, during, and after the procedure.